Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display on their device went completely blank. A blank display can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device went completely blank. A blank display can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no patient use associated with the reported event.